Event description:
During a routine hemodialysis treatment, the operator dislodged the venous fistula needle while troubleshooting an alarm resulting in a 200cc blood loss. The pt's standard epo dose was increased.

Manufacturer narrative:
The alarm is attributed to the patient's access. Following the event, pt went to hospital for fistulogram and subsequent angioplasty of fistula. There is no evidence of a device malfunction. The cycler alarmed appropriately. Nxstage medical considers this report closed. No add'l info will be provided.